Event description:
It was reported that a skin irritation had occurred while wearing the pod longer than 48 hours. The patient was prescribed an antibiotic ointment for treatment.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.